Manufacturer narrative:
The investigation into the product damage (sterile sleeve damage) has been completed since the original report was filed. The device was not returned for investigation. The root cause of the sterile sleeve damage was unable to be determined as limited clinical details were provided and no product was returned for review.

Event description:
The user facility reported a 78-year-old male with heart failure and on an intra-aortic balloon pump was implanted with an impella cp for mechanical circulatory support. When nurse was assessing the groin, the impella was unlocked and the sterile sleeve was ripped. The lock was locked and a tegederm was placed and the team was made aware. Decision was made to escalate to impella 5.5, however, the medical team wanted to wait a little longer due to pending labs. The patient continued to be supported with the impella cp for three additional days and was successfully weaned and transferred to cleveland clinic.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.